Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer forgot to deliver a bolus for a meal, and experienced an elevated blood glucose (bg) level of 394 mg/dl. To address the bg level, the customer changed the supplies and delivered a correction bolus. The customer declined to perform troubleshooting to determine a cause of the occlusion alarms.